Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment. The procedure was completed by using the patient roll instead of spinning a c-arc. It was reported to philips that geometry movements were partially unavailable. Review of the log file shows movement signal high during boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found in the system the signal bypassed the movement signal from table side geo module during the boot up. By using d-connector board jumpers fse removed high signal movement. Fse reboot the system and re-connected the jumper to a d-connector board. The system was started working with limited movements and fse found that not to remove the d-connector board or reboot the room until a replacement geo module. To resolve the issue, the fse replaced the table side geo module and installed board software. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were partially unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.